Event description:
It was reported that a spectrum pump "barely passed" downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a true downstream occlusion was found, and the downstream tubing guide depth was within specification. A review of the event history log revealed ¿downstream occlusion¿. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The downstream sensor assembly will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.